Manufacturer narrative:
(B)(4). A product correction letter was issued to customers instructing them to limit the maximum centrifuge speed to 3500 rpms, maintain the one-foot safety perimeter around the centrifuge as outlined in labelling, visually inspect the centrifuge buckets for cracks and replace if cracks are observed or if the "useable until" date has expired, and to continue to perform weekly maintenance per the accelerator aps operations manual.

Event description:
Abbott was notified by the manufacturer of the accelerator aps centrifuge module ln 07l02 that material changes to the centrifuge buckets may have had an impact on the bucket strength. This could lead to the bucket becoming dislodged within the centrifuge and may cause the centrifuge to move unexpectedly. There has been no report of user injury or impact to patient results/management.